Manufacturer narrative:
Correction: complaint is being cancelled. Customer stated there was only an issue with the tubing. The complaint was captured by customer advocacy team with pr#: (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was damaged. The following information was provided by the initial reporter: material #: 306547; batch #: 9226762. It was reported there is an issue with the syringe. The majority of the products we send have the same issue reoccurring: breaking/cracking or leaks. Unfortunately, we don¿t get a lot of information on products, especially in those units that see repeated failures of the same product. We are not allowed to send any type of patient demographics, which as I understand you have to ask each time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was damaged. The following information was provided by the initial reporter: material #: 306547 batch #: 9226762. It was reported there is an issue with the syringe. The majority of the products we send have the same issue reoccurring: breaking/cracking or leaks. Unfortunately, we don¿t get a lot of information on products, especially in those units that see repeated failures of the same product. We are not allowed to send any type of patient demographics, which as I understand you have to ask each time.